Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device did not reproduce system error 345. A review of the event history log revealed system error 345 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The system error 345 was verified through the event history log however, troubleshooting the device revealed the device operated within specification with no hardware/software abnormalities that would induce the reported allegation. The upstream sensor requires replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event occurred upon power up in the infusion center. There was no patient involvement. No additional information is available.